Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip bulk convenience pak experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: during the use of bd's syringe, the plunger rod was broken. This issue occurred in two cases.

Manufacturer narrative:
Investigation summary: samples and photo received for investigation. One loose 10ml syringe in a biohazard bag was received. The sample was visually evaluated. The syringe was observed to have one broken plunger rod rib. The barrel was identified to be from mold m-77, while plunger rod from m-79. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Without a lot number, the root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip bulk convenience pak experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: during the use of bd's syringe, the plunger rod was broken. This issue occurred in two cases.